Event description:
It was reported that during implant attempt, there were high thresholds, which led to multiple repositioning attempts. It was also reported the helix would no longer extend, after two or three attempts. The helix did not extend after 20 turns, when normally it would extend with 10 rotations. The lead was not implanted and no patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor was over-retracted.